Event description:
Child experienced facial rash, vomiting, fever, dizziness and headache while using tampax slender regular tampons. Was diagnosed with bacterial infection in the ER, was treated and released to be followed in the office of her primary care physician.